Manufacturer narrative:
The device was received for evaluation with a minicap on the dark blue connector; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified. The cause of the reported separation occurrence was determined to be damaged (deteriorated) dark blue female connector identified during visual inspection. The cause of the damage/deterioration was determined to be misuse of solvents or cleaning agents used to sanitize the transfer set. The customer reported having used alcavis solution (sodium hypochlorite) on the device. The instruction for use provided with the device instruct to "use other disinfectants or antiseptic agents that do not contain iodine, hydrogen peroxide, alcohol or bleach¿ with the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue part of the transfer set came apart from the light blue part, which was observed while the patient was cleaning the device with alcavis solution. There were no leaks. The patient used tape to secure a minicap and transfer set together, and went to the clinic to have the transfer set replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.